Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) at the orbit lower border and the frontal cheekbone suture on (B)(6) 2018. The surgeon used a drill with 8mm tip length for 1.5mm screw to open the pilot hole, then tapped with the tap length 8mm for 1.5mm hole. Then it was reported that the rapidsorb cortex screw (1.5mm diameter and 6mm length) head broke when the surgeon inserted to the tapped hole at the patient¿s cheek bone. The surgery was completed by using alternative 8mm length screw. There were no broken parts in the patient¿s body. There was less than 30 minute surgical delay and there was no adverse consequence to the patient. Concomitant device reported: unk - drill bits: trauma (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: device history: please note: this DHR review is for sterilization procedure only: part no.: 805.060.04s, lot no.: l591975, manufacturing location: selzach, supplier: (B)(4), release to warehouse date: (B)(6) 2017, expiry date: 01.oct.2020. Non-sterile cortex screw 50147557 / l540098 was manufactured in oberdorf. Release to warehouse date: (B)(6)2017. The device history record shows this lot of 2'734 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Device history batch null, device history review - review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Expiration date and lot number provided for reporting. Investigation summary: product was not returned, if additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.